Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial septal defect (cardiac perforation) as listed in the mitraclip system instructions for use is a known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The implanted clip referenced is filed under a separate medwatch report.

Event description:
This is filed to report the atrial septal defect. It was reported that on (B)(6) 2017, one clip was implanted, reducing grade 2+ functional mitral regurgitation (mr) to grade <1. One day post-procedure, mr was grade 1+ on (B)(6) 2018, the patient was symptomatic, and mr increased to 2+. There was no issue noted with the implanted clip, or injury due to the implanted clip. On (B)(6) 2018, a second mitraclip procedure was performed and it was noted that the first implanted clip moved on the posterior leaflet. One clip was successfully implanted reducing mr to grade <1. Additionally, an atrial septal defect (asd) device was implanted to close the asd. No additional information was provided.